Event description:
A 1.5mm diameter x 25mm length medtronic ave achiever ptca balloon was placed across the target lesion in the diagonal coronary artery, which was 85-90% stenosed. The balloon was inflated three times; however, it could not be deflated after the last inflation. Therefore, the balloon had to be removed in its "inflated" state, resulting in spasms on the left anterior descending coronary artery and decrease in blood pressure. After removal of the balloon, it was noticed that there was a lesion just proximal to the bifurcation of the diagonal that was successfully treated with placement of another manufacturer's 3.0mm diameter stent and an s540 (2.5mm diameter stent). This indicates that the diameter of the left anterior descending was at least 2.5mm in comparison with the 1.5mm diameter ptca balloon. The stent placement was not related to the removal of the inflated ptca balloon. Two days following the procedure, the patient was discharged to home and there was no add'l clinical sequelae reported relative to the event.